Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The cartridge was able to load a new cartridge successfully, and continued using the pump for insulin therapy.